Manufacturer narrative:
Update d9: date device returned to manufacturer. Update h6: code c19 - a review of the manufacturing records indicated the lots met pre-release specifications. Code d15 - engineering evaluation summary: - the device was returned with the endoprosthesis partially constrained between the zipper and the catheter with the access sleeve pulled back from the tip of the catheter. - the deployment knob was not attached to the catheter hub. - the endoprosthesis was located approximately 8 cm from the proximal bump and the deployment line was rotated approximately 360 degrees from the deployment port. - the zipper had slid off the proximal bump and was located approximately 6 cm from the proximal bump. - tape damage was observed in the first and second most distal stent rows. - the device was successfully deployed by engineering. The physician¿s observation that that the lined region could not complete full expansion after the deployment line was deployed could not be confirmed as the device was successfully deployed by engineering. Not enough information was provided to determine the cause of the reported event.

Manufacturer narrative:
A1: no patient specific details have been provided. Therefore, the patient initials reflect the w. L. Gore internal case number. H6: code c21 - the device will be returned and will be evaluated by gore. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
It was reported to gore that a patient was to be implanted with a gore® viatorr® tips endoprosthesis with controlled expansion (tips cx device) to treat liver cirrhosis. During the tips cx device deployment process, the unlined region was deployed successfully, half of the lined region was expanded but the lined region was not able to complete full expansion after the deployment line was deployed. The tips cx device was withdrawn successfully. Another tips cx device of the same model was used to complete the procedure successfully. The patient's postoperative status was good, and the portal pressure decreased from 40 mmhg pre-operatively to 25 mmhg post-operatively. The cook rups 100 sheath kit was used during the procedure. A fluency device (bard) and a smart device (cordis) were pre-existing devices.